Event description:
Vasovagal syncope [syncope]. Rha 4 in midface [off label use]. Case narrative: united states report received from a health care professional via company representative on 04-oct-2024 and refers to a male patient of unknown age who received rha 4 on (B)(6) 2024 for unknown indication. The patient¿s medical history was not reported. Concomitant medications were not reported. The patient had no reported allergy to any drug or food. The patient had no reported treatment with other toxin products, fillers, or cosmetic procedures prior to the event. 1 syringe (0.2 ml) of rha 4 was applied on the midface via needle (gauge size 27) technique. It was not reported if cannula was used for the administration. On an unknown date in (B)(6) 2024, reported as (B)(6) 2024- prior to injection date, needs clarification, the patient experienced vasovagal syncope (reported as upon injection). The patient¿s treatment for the event and if they underwent any laboratory or diagnostic tests was not reported. At the time of report, the outcome of the event syncope vasovagal was considered as resolved. The patient regained consciousness within minutes (in (B)(6) 2024). The intensity of the event was not reported. Causality assessment between the event syncope vasovagal and rha 4 was not provided. It was unknown if the product was available for return. Health effect: clinical code: e011903, syncope/fainting. Health effect: device code: a2304, off label use. No additional information was available at the time of this report. A causal relationship between rha 4 and the reported event of syncope vasovagal is assessed as possible based on the suggestive temporal relationship and insufficient information regarding an alternative aetiology that can be identified from the reported information. The company will continue monitoring the benefit-risk profile for the product.